Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was the wash pump syringe detaching from the barrel causing inadequate vessel wash. A dade behring field svs rep was dispatched to the account and corrected the malfunction. The instrument is performing within specs.

Event description:
A falsely elevated troponin I result of 2.06 ng/ml was obtained on a pt sample. The result was reported to the physician. The original sample was repeated on an alternate analyzer and a result of 0.00 was obtained. The original sample was retested on the original analyzer and a result of 0.04 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was the wash pump syringe detaching from the barrel causing inadequate vessel wash.